Event description:
It was reported that, at the time of this report, the patient had a slight infection and was receiving antibiotics. It was stated that ¿a little part¿ of the incision was opening. The patient had the incision cleaned out and the patient was given gauze to put on the incision. The event date was indicated to be (B)(6) 2015. The device system was used to deliver morphine sulfate. The cause of the event, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).